Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch ultramini meter was displaying an ¿ER 2¿ message. Per the owner¿s booklet, the error 2 message could be caused by a used test strip or a problem with the meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the error message began to appear on the afternoon of (B)(6) 2014. The patient tests his blood glucose a minimum of 4x/day and takes a set dose of both humalog insulin with his meals and lantus insulin prior to bedtime. The patient denied making any changes to his diabetes regimen when unable to test. The patient confirmed he continued to take administer his usual dose of insulin. On the evening of (B)(6) 2014, the patient reported developing symptoms of ¿lack of energy, extreme hunger and sweating¿ and treated self with food and/or drink. During the follow-up call, the patient stated that strenuous snowboarding activity earlier that day may have caused and/or contributed to low blood glucose symptoms he experienced that evening. At the time of troubleshooting, the csr noted that the subject meter did not display the error message when the subject meter was manually powered on. The alleged meter issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. The subject meter could not be ruled out as cause or contributor to the event.